Manufacturer narrative:
Concomitant medical products: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37751 serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, h3. Analysis was performed on [product ID: 37761, serial/lot #: (B)(6) analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller had a broken desktop charger (dtc) connector pin. Since 2 days ago patient (pt) had been having a problem charging their recharger. Pt will put the dtc connector pin into the recharger (insr) but the recharger (insr) would not charge. Pt noted when they push the dtc real hard into the insr they can see the normal picture of the insr charging plug and pt noted they get a warning light with it not connected to their implant. Pt verified they had no issues charging their implant they only had issues charging their insr. During call pt verified the dtc connector pin looked bent. Pt then verified there was no damage to the insr charging port. The pt also stated that when the pt was first implanted they did not have to plug the desktop charger (dtc) into the recharger (insr) to charge their implant ins. But a couple years ago maybe 2 years ago pt had an issue and was instructed to have the dtc plugged into the insr when recharging their implant every time. Pt had been doing that for several years. Pt noted they had sent a letter to medtronic but they did not hear anything back. Pt noted in the middle of recharging their implant the insr would got "dead" and the pt was told for a temporary fix to put the dtc cord in the insr when recharging ins. During call pt verified the insr turned on without it being plugged into the dtc. Ps advised pt to charge their insr without it being plugged into the dtc and to call back if they had any issues. The patient was sent out a replacement desktop charger. No symptoms were reported. Additional information was received. It was reported there were no circumstances that led to the issue. The patient used a different wall socket, the patient unplugged everything and replugged it in again. The issue was resolved.